Event description:
It was reported by the customer that the insulin pump was alarming. Customer stated they are unable to rewind the device and prime. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Assisted customer with clearing alarm from device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 153 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The device also passed the self test and no error alarm anomaly noted. Minor scratched lcd window, cracked display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.